Event description:
The clinic reported that the doctor had a photorefractive keratectomy (prk) overcorrection on (B)(6) 2011. The exact event date was not provided.

Manufacturer narrative:
An amo field service engineer examined the laser at the customer's location and no issues were found that were related to the reported event. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
The patient's pre-op best corrected visual acuity (bcva) was 20/20 in the right (od) eye and 20/20 in the left (os) eye. A post-op examination was conducted and the patient's bcva was 20/20 in the od and 20/20 in the os eye. The patient underwent an enhancement treatment in the od eye on (B)(6) 2012, no enhancement treatment was scheduled for the os eye. The patient's bcva post enhancement was 20/20 in the od eye. (B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.